Event description:
It was reported that and error code occurred which was able to troubleshoot with the customer. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and protocol # are unknown. No information has been provided to date.

Manufacturer narrative:
The pump was repaired by the german service center prior to it being aware there was a complaint against the pump, however the repair notes indicate the pump problem of "alarms on air in the system" was confirmed. The pump was repaired and passed all tests after the service was completed. Reviewed the DHR for job (B)(4). There was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.